Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. Device was run for four days as a precautionary measure. No parts were replaced. The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had a safety valve open alarm while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.